Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Water hose has debris build up restricting water flow. Solenoid has debris build up as well and is not holding pressure.

Event description:
While using a g124 scaler, the insert and handpiece were heating up; no injury resulted.